Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: complication - there was a common femoral artery bleed which required a stent post manta closure. Additional information on 15 nov 2022: during a tavr procedure on the (B)(6) 2022, access was gained utilizing micropuncture and ultrasound guidance in the common femoral artery (cfa). There were no issues advancing sheath. Protamine was administered intravenously during the procedure. Post procedure imaging showed bleeding at the closure site. A balloon and covered stent were used to resolve bleeding.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram indicated extravasation at the access site. Balloon inflation was applied to tamponade, covered stent deployed to address the extravasation, and hemostasis was achieved. There are many potential causes for bleeding at the access site including a possible dissection present at the access site that may have caused the manta anchor not to catch the artery wall as designed, creating a non-optimal seal which clinically presents as extravasation. However, the root cause of the extended hemostasis requiring a covered stent cannot be determined due to the insufficient information regarding initial and deployment procedures, patient environment and conditions, and no angiograms or device submitted for investigative purposes. Therefore, the root cause remains undeterminable. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.